Event description:
It was reported that there was no telemetry. The patient had been lost to follow-up. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): preliminary analysis found that the device was in a no output and no telemetry state. The no output was the result of battery depletion. Longevity testing at nominal parameters revealed the device had met its expected longevity.